Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Report received from (B)(6) stated that during a procedure, the vitrectomy cutter was moving, however, it would not cut the vitreous. No pt impact or injury reported.